Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found following. The reported phenomenon was duplicated. E03 error were found from the error log. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, as a result of the investigation, there was the possibility that the reported phenomenon was attributed to the failure of the pressure sensor mounted on the main board due to the aging deterioration because more than 8 years had passed from the subject device had been manufactured.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the alarm sounded and the light of the front panel went out when the subject device was turned on. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.